Event description:
Patient with respiratory/cardiac arrest on post cardiac surgery department s/p coronary artery bypass graphing. Patient a (B)(6) male with history of cad and CABG on (B)(6). Progress complicated by hit, dic and necrosis of some digits. On (B)(6) 2017 patient was assessed by rn in telemetry and found to be lethargic. Patient then went apneic, and pea-asystolic with no cardiovascular intensive care unit. A bronchoscopy was performed upon arrival to intensive care and a foreign body (consistent with a light blue dual cap per md note) was extracted. Patient was then extubated on (B)(6) and is currently awaiting transfer back to telemetry. A: foreign body found in lungs confirmed to be dual cap. R: root cause investigation conducted and it was not determined how the cap entered the patient's airway. Suspect entrance during code blue airway bagging prior to intubation versus patient chewing cap and aspirating into lungs leading to the code blue. Dates of use: 2016 - current. Diagnosis or reason for use: to maintain sterility of IV ports and prevention blood.